Event description:
Reported due to occlusion requiring surgical intervention. A physician attempted an arteriotomy closure using a perclose proglide device after an interventional procedure. Fluoroscopy prior to the procedure confirmed the puncture site to be in the left common femoral artery (cfa), which was reported to be "greater than five (5) mm. And minimally diseased with some plaque." It was, however, reported that the patient had presented with "very faint pedal pulses and a bluish left leg" prior to the procedure. There were no problems during the insertion or deployment of the device but when the physician "pulled back and pushed the knot down, there was a good spurt of blood." A femostop was used to achieve hemostasis. Reportedly, a physician was called "twenty-three (23) minutes" later because the patient was having "faint pulsatile flow in the leg." He was taken to interventional radiology to ascertain why there were "no pulses." The results were not reported. He was then "taken to surgery where they dissected down to the cfa and untied the sutures to release the posterior arterial wall." The patient was sent home that evening and is reported to be "fine." Although requested, no additional patient information was provided.